Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same hospital, livanova learned that a disposable pall-aquasafe water filter with a 0.2m membrane for tap water or equivalent performance filter is used; the hospital uses patient reusable blankets; prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected, device surfaces are also disinfected after every operation. The device is placed inside the operation theater during use at an estimated distance of 3 (three) meters between the surgery field and the device with the fan positioned away from the patient. In addition, livanova learned that water quality monitoring and hydrogen peroxide h2o2 check are not performed every day as prescribed by the instructions for use, but only during days of use and when the device is not used, it is stored full of water without daily h2o2 check. These deviations (water quality monitoring and hydrogen peroxide h2o2 check, patient reusable blankets and the non-use of the 3t aerosol collection set) may have led/contributed to the reported contamination.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-coolersystem 3t resulted positive to non-tuberculous mycobacteria (ntm) culture (1 cfu of mycobacterium simiae complex / 100ml). There is no report of any patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in hong kong. According to user, the device is cleaned as per IFU bacterial count was the following: cp tank drain after disinfection: 17cfu/100ml and patient tank drain after disinfection: 3cfu/100ml livanova was informed the hospital is not using aerosol kit. The involved machine was upgraded with v&s kit in 2018 therefore this customer has voluntary decided to not connect the v&s. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. User followed every steps of disinfection maintenance in the IFU.